Event description:
The caller reported that "the needle was stuck in the center of the sensor" and therefore the customer was unable to test his glucose using the adc freestyle libre sensor. Customer experienced symptoms of hypoglycemia described as sweating, trembling, headache, "could not think or move" and subsequently lost consciousness. The customer had contact with his nurse who provided a "whole jam jar" as a treatment for hypoglycemia. Customer was additionally treated with creon for pancreas, hypertension medication, antidepressants and pain. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed on the returned sensor and no damage was observed. The sensor plug was observed properly seated. Unable to perform further investigation as the sensor applicator and pack have not been returned. No malfunction or product deficiency was identified. If the sensor applicator and pack are returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "about 15 days / 3 weeks". All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported that "the needle was stuck in the center of the sensor" and therefore customer was unable to test his glucose using the adc freestyle libre sensor. Customer experienced symptoms of hypoglycemia described as sweating, trembling, headache, "could not think or move" and subsequently lost consciousness. Customer had contact with his nurse who provided "whole jam jar" as treatment for hypoglycemia. Customer was additionally treated with creon for pancreas, hypertension medication, antidepressants and pain. There was no report of death or permanent injury associated with this event.